Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The distal conductor had blood/body fluid (not obstructed). The lead stretched and there was apparent explant damage. The full lead was returned and analyzed. (B)(4) no anomalies were found. However, the proximal conductor was distorted. All conductors had blood/body fluid at the electrode end (not obstructed). The distal conductor had blood/body fluid at the tip to ring spacer (not obstructed). The lead was stretched. The lead had been damaged at implant. The analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. The full lead was returned and analyzed. (B)(4) no anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut and the lead was stretched. The lead had been damaged at implant. The full lead was returned and analyzed.

Event description:
It was reported that during implant multiple leads (4193, 4194, 4196) were attempted. All leads were reported to have high thresholds the 4193 and 4194 were unable to be positioned due to anatomy. It was also reported that lead model 4196 had a defective tip seal. The leads were not implanted and a different lead was implanted. No patient complications were reported as a result of this event.